Event description:
It was reported that the surgeon inserted an aq2010v silicone three piece lens and the lens tore upon insertion. The surgeon had to cut the lens and removed it immediately. The incision was not enlarged and no sutures were required. There was no pt injury reported.